Event description:
It was reported that the 9800 system presented a ma sensor fail indication. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated boards and performed an ma null calibration and a filament calibration. The system was tested and found to be working as intended and placed back into service.